Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting the harvester was sizzling and was not cutting at all. Per facility the patient is for endoscopic left greater saphenous vein harvest and right saphenous vein harvest. Emergent coronary artery bypass graft x4 with skeletonized left internal mammary artery to the left anterior descending and reversed saphenous vein aorto-coronary bypasses to the posterior descending branch of the circumflex and to the 3rd obtuse marginal branch of the circumflex and reversed saphenous vein bypass to the 1st obtuse marginal branch of the circumflex with proximal origin from the vein graft to obtuse marginal 3. An initial report was received under (B)(4) report# (B)(4). No patient effect. There was a delay due to opening a new kit. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on mar 10, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed. A retention sample could not be obtained as the lot number was not provided. A retention sample could not be obtained as the lot number was not provided. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.